Event description:
During a coronary drug eluting stenting treatment procedure, removal difficulties were encountered. The physician had successfully deployed the taxus express2 2.75 x 20 mm drug eluting stent in an unknown vessel. Following deflation of the balloon, he was unable to withdraw the balloon from the stent. Eventually, the physician managed to remove the deflated balloon after 5 inflation/deflations. No pt injuries or complications were reported.